Event description:
It was reported that a customer received threshold suspend for inaccurate low readings on their insulin pump. The patient's blood glucose level was at 124 mg/dl. The customer stated that he cleared the alarm and fixed the issue. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.